Event description:
No further information has been attained about the patient's death after good faith attempts have been made.

Event description:
Neurology reported that a vns patient passed away. At this time attempts are underway for further details about the reported event. It is unknown the relationship of their death to their vns, or any information in regards to patient state of health at the time or location of death.